Event description:
It was reported to philips that the device's c-arm was unable to move. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown as no onsite visit took place. A philips remote service engineer (rse) performed troubleshooting remotely, inspected the log file, and did not find any unusual errors. The rse was unable to determine the root cause of the geometry movement issue. However, the issue was resolved after several restarts. Analysis of the log file confirmed some geometry errors and warnings. The performed restarts were all warm restarts, however; geometry will not restart with a warm restart. After a cold restart was performed, the geometry movement issue was solved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.